Event description:
Device malfunction: none. Symptoms/ae: bradycardia/hypotension/embolic tia/hemorrhagic cva. Time of symptoms/ae: during and post the procedure. It was reported that during a right internal carotid artery stenting procedure, during post dilatation, the pt experienced bradycardia and hypotension that was treated with dopamine infusion and fluid bolus. The dopamine infusion was discontinued two days later. The pt's bradycardia continued for approximately four days post procedure without treatment. One day post procedure, the pt experienced an embolic transient ischemic attack (tia) with numbness to the right face and arm lasting for several minutes. The tia was surmised to be related to the pt's discontinuation of concomitant coumadin for history of atrial fibrillation. The tia resolved the same day and there were no residual symptoms. Three days later, the pt experienced a headache. CT scan of the head was performed and revealed a bleed. All anti-coagulants were discontinued. A repeat CT on the following day revealed an extension of the right temporo-parietal bleed. A craniotomy was performed to evacuate the clot. The pt remains in the hospital. Though requested, there is no additional information available.

Manufacturer narrative:
(B) (4). (B) (4). The device was not returned. A review of the device lot history record did not reveal any non-conformance which could have contributed to this event. Bradycardia, hypotension, embolism, tia, intracranial hemorrhage are known potential adverse events associated with the use of carotid stents as stated in the xact IFU. Although a conclusive cause could not be identified, based on the available information, the pt effects experienced are not necessarily an indication of a product deficiency; instead, this may have been a result of the operational context of the device or the circumstances during the procedure.